Event description:
Reporter indicated that pt underwent vns therapy system replacement surgery due to suspected device malfunction as a result of motor vehicle accident. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Via x-ray review, it did appear that the lead connector pin may not have been fully inserted into the generator header; however, device diagnostic testing was within nornal limits, indicating proper device function.

Event description:
Product analysis summary: lead assembly was returned in one piece, excluding the electrodes. Continuity checks of the returned lead portion was performed with no discontinuities identified, setscrew marks observed on the lead connector pin. The setscrew marks were located on the end of the pin indicating that the connector pin had not been fully inserted into the generator, however, these marks showed avidence of proper electrical contact at one time, between the generator and lead pin. This observation ruled out generator/lead connection anomaly as the cause of the suspected device malfunction. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported event. The cause of the suspected device malfunction is unk. At this time, there is no evidence that confirms this event.